Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's mother reported via phone call that the customer had a motor error alarm on the insulin pump. Customer's blood glucose was over 600 mg/dl. Caller was assisted in clearing the alarm. Customer was advised to disconnect from the pump. Caller stated that the school has called several times to tell her that her son was receiving battery errors and a no delivery alarm on the insulin pump. Customer has several motor error alarms in the alarm history. Customer's blood glucose has been very high and he treated with a bolus. Customer also needs a belt clip because his current clip broke. Caller stated that she cannot always change the set because she is on medicaid and can't afford to do that but she did change the set 4 times today. Caller stated that they are able to rewind the pump. Caller stated that the motor error alarm has occurred more than once in the last 30 days. Caller was advised that the insulin pump will need to be replaced and to revert to a back-up plan.